Event description:
The caller stated that on (B)(6) 2010, the pt noticed fluid in the pilot balloon of the tracheostomy tube they were using. The tube had been placed in this pt by the caller about a 6 weeks earlier. The caller removed the tracheostomy tube and recannulated the pt. The caller stated that she noticed a pinhole leak in the tracheostomy tube's cuff. The tube was then discarded. The caller was aware that this device is not designed to be used for longer than 29 days. She stated that the hospital instructs the patients to use the trach for 3 months.